Event description:
Our affiliate is reporting that during an unk arthroscopic procedure, the surgeon had multiple problems with multiple devices. It appears that 2 se electrodes stopped working or became defective, and a portion of the distal tip of 3 vapr se electrodes ((B)(4)) broke off into the pt's joint space. All was retrieved from the pt's body and the procedure was concluded successfully without further incident or harm to the pt. Also see associated mdrs 1221934-2009-00331 and 1221934-2009-00332.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However, the reported failure mode of the device is consistent with failures produced in a lab environment by the application of excessive mechanical force. Although, it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words, there is question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. All the pieces were retrieved from the pt and there were no pt consequences. However, if this was to recur and the broken fragment not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality and MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause other than the above hypothesis, a follow-up report will be filed.